Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five months later post filter deployment, the right internal jugular vein was accessed. An inferior vena cavagram was performed and it demonstrated occlusion of the stented left iliac vein with thrombus extending along the wall of the inferior vena cava into the filter. Tpa with angio jet thrombectomy was performed. Post thrombectomy venogram was performed and it demonstrated a large amount of thrombus persisted within the inferior vena cava at the level of the filter. A 20cm unifuse thrombolysis infusion catheter was then placed across the stented left iliac veins to the level of the inferior vena cava filter. On the next day, a follow up venogram was performed and it demonstrated persistent thrombus along the wall of the inferior vena cava extending into the filter. After five months, the patient complaints of abdominal pain, a computed tomography (CT) abdomen and pelvis without contrast was performed and it revealed a total of 6 prongs have perforated the inferior vena cava and maximum distance prongs perforated was 3mm. In coronal images 3-degree tilt left to right and sagittal images 0-degree tilt. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced thrombus at the level of the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately five months later post filter deployment, the right internal jugular vein was accessed. An inferior vena cavagram was performed and it demonstrated occlusion of the stented left iliac vein with thrombus extending along the wall of the inferior vena cava into the filter. Tpa with angio jet thrombectomy was performed. Post thrombectomy venogram was performed and it demonstrated a large amount of thrombus persisted within the inferior vena cava at the level of the filter. A 20cm unifuse thrombolysis infusion catheter was then placed across the stented left iliac veins to the level of the inferior vena cava filter. On the next day, a follow up venogram was performed and it demonstrated persistent thrombus along the wall of the inferior vena cava extending into the filter. After five months, the patient complaints of abdominal pain, a computed tomography (CT) abdomen and pelvis without contrast was performed and it revealed a total of 6 prongs have perforated the inferior vena cava and maximum distance prongs perforated was 3mm. In coronal images 3-degree tilt left to right and sagittal images 0-degree tilt. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Additionally, it can be confirmed that the patient experienced thrombus at the level of the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.